Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and sub-q array exhibited high shocking lead impedance measurements of approximately 140 ohms. A disk of device memory planned to be sent in for further review. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the patient has not presented to the clinic for two previously scheduled appointments. There has been no additional troubleshooting or intervention performed. No additional information is available at this time. If additional information becomes available this report will be updated.